Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited loss of capture (loc), and sensing issues that resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken. The lead was explanted and replaced. The lead is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.